Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This pacemaker remains in service. No adverse patient effects were reported. At this time, no further corrective actions have been performed or scheduled. The treating physician is aware of the findings and recommendations. If additional information is provided in the future, the investigation will be reopened. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.